Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During advancing a balloon to post-dilate the aortic body stent graft sealing rings, the stent graft displaced proximally above the intended landing zone, covering the renal arteries. Attempts were made to re-position the stent graft distally without success. The physician elected to end the procedure without implanting the iliac limb stent grafts and excluding the aneurysm. It was reported that blood continued to perfuse the renal arteries and the patient will continue to be monitored.